Event description:
It was reported that the cap of a one-link needle free IV connector got loose over time. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.